Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that none of the buttons were working. Blood glucose was unknown. It was also reported that buttons were stuck and insulin pump was not working. The insulin pump will not be returned for analysis.